Event description:
Report received from USA stating that the device was experiencing "intermittent operation." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "intermittent operation" was confirmed. During the pre-repair diagnostic assessment the device was found to have failed for the manual rpm control test. If additional information is received, a supplemental report will be sent. (B)(4).